Event description:
It was reported that during implant, the lead was fixed to the right ventricular endocardium, but there was no pacing and no sensing from the distal electrode. An open circuit was suspected on the pace/sense portion of the lead. The lead was not implanted and a second lead was attempted. The helix extended incompletely on the second lead and became jammed in partial extension and the lead could not be fixed to the endocardium. The second lead was not implanted and was also replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that the helix will not extend or retract due to distal conductor distortion within the connector. (B)(4) the full lead was returned, analyzed and no anomalies were found.